Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. Upon servicing investigation the monitor failed a pulse test. The monitor reset during testing. A root cause investigation for the resets is underway. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.